Event description:
It was reported the pt no longer had stimulation and the physician planned surgical intervention to address the issue. The pt had fallen, and the physician had taken x-rays. It was reported the physician suspected the lead may have disconnected from the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.